Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a revision surgery, the threaded tip of the extractor was stuck in the stem's threaded hole. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Event description:
It was now reported that the surgeon was able to finish the surgery with the broken instrument and it was confirmed by taken x-ray that no pieces were left in the patient.

Manufacturer narrative:
Additional information for this case was received and is filed in this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h2 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: damaged thread. Event description: it was reported that the doctor was attempting to extract an avenir hip prosthesis during a revision surgery and threaded portion became dislodged from extractor and lodged in proximal portion of stem. Review of received data: two product pictures have been received which show the defective instrument with the missing threaded tip. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: compatibility: the reported extractor instrument is compatible with avenir stem implants according to the ordering information sap. Root cause analysis: root cause conclusion according to CAPA (B)(4): based on the cause-effect/ fishbone analysis and a comparison of 2 similar instruments (01.00109.801 and 01.06808.300), the most likely root cause for the failures of device 01.06808.300 is ¿design¿, especially: - the material 1.4435 (thread manufactured from austenitic and not martensitic stainless steel as e.g. 1.4021.) Material 1.4435 cannot be hardened while 1.4021 can be hardened, thus providing an increased resistance against wear. - the 2 piece design (additional interface and welding) although the design meets the specified requirement, design changes are expected to decrease the complaint rate for the breakage/deformation of the thread. Therefore, change request was performed to address the issue. The change project has been fully performed and was closed on nov 30, 2017. Nevertheless, as the severity for a potential harm to the patient or user has been assessed to be minor and due to the low complaint rate of (B)(4) no correction was performed regarding the products on the market, the instrument subject to this investigation is still of the old design as it was manufactured on dec 13, 2013. Additionally, all possible causes related to the device and the reported issue are listed in sap rmw file. Conclusion: the damaged instrument has not been returned for an investigation, however, based on the received images the complaint could be confirmed. However, as similar events have been reported, further investigations have already been initiated and fully performed including a change project. Nevertheless, as the severity for a potential harm to the patient or user has been assessed to be minor and due to the low complaint rate of (B)(4) no correction was performed regarding the products on the market, the instrument subject to this investigation is still of the old design as it was manufactured on dec 13, 2013. There are several conditions that might have contributed to this failure, e.g.: contaminated thread by foreign particles or substances can change the force distribution; exceptionally high loads or loads in non-axial direction may also change the load distribution on the thread; if the thread is not fully tightened, there is some clearance and not all thread turns are loaded. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).